Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar complaint reported from the lot. Based on the information reviewed, the reported failure to grasp the leaflets appears to be due to challenging patient anatomy. The reported difficult to remove resulting in tissue damage appears to be a result of procedural circumstances. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted heavy calcification. The clip delivery system (cds) was advanced to the mitral valve; however the clip could not grasp both leaflets. Then during grasping, the clip became caught on the anterior leaflets and in the chords. After maneuvering the clip, the clip became freed; however, a chordal rupture occurred. A decision was made to remove the cds with the clip attached and abort the procedure. The chordal rupture was left untreated. The patient will be discharged as planned and the physician will explore other treatment options. No clips were implanted, and mr is 4+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.